Event description:
The customer reported a coulter lh 750 hematology analyzer generated errors involving low vacuum and mean corpuscular hemoglobin concentration (mchc). There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The customer had already resolved the issue when the fse arrived on site. The customer reported finding that the red blood cell (rbc) dispense pump was not working as well as observing bubbles in the rbc dispense pump tubing. The customer replaced the rbc dispense pump; the instrument was able to run without errors or flags. The fse verified repairs per established procedures. Bec internal identifier for this report is (B)(4).